Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial number (B)(6), was returned following the reported event of a routine heart transplant. A review of the downloaded log file spanned approximately 3 days (day 1770 hour 15 minute 6 ¿ day 1773 hour 19 minute 17 per time stamp). The driveline was disconnected on day 1773 hour 19 minute 16 for a routine transplant. No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. There were no reported issues with the exchanged equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. All system controller maintenance and the proper actions to maintain the integrity of the controller are described in patient handbook, rev. D. All system controller warning lights and sounds and the proper actions associated with them are described in patient handbook, rev. D. The heartmate ii patient handbook (rev. D) section 6-¿caring for the equipment¿ explains how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that investigation of the system controller revealed internal wire damage.